Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant procedure an attempt to implant this right atrial (ra) lead was not possible as the helix would not extend. Several attempts were made to extend the helix but it was not successful. The lead was then taken outside the patient and tested. It was noted that although the helix was extended now the helix would not retract. The lead was not used and returned for analysis. No adverse patient effects were reported.